Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Manufacturer reference number: 2938836-2019-05801. Manufacturer reference number: 2938836-2019-05802.

Event description:
Related manufacturer reference number: 2938836-2019-05801; related manufacturer reference number: 2938836-2019-05802. New information received notes that the patient was seen in clinic on 22 march 2019 with terminal cancer. The physician does not allege that the device caused or contributed to the patient¿s death. No further information regarding other circumstances of the death is available.

Manufacturer narrative:
A partial lead measuring 3.1 cm from the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.